Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt had lost stimulation. Pt was also unable to modify amplitude settings with the programmer since it stops at perception on all the programs. Upon reprogramming, it was found the pt had invalid impedance values. Reprogramming has resolved the issue. Pt has coverage in the desired areas. The pt is working with her physician for the next course of action. No further info is available at this time.